Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The pc power supply filter needs to be replaced. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the monitor of the stenoscop system would not work. No patient injury was reported.